Event description:
It was reported that the patient had been feeling ¿tiny¿ shocks for a month prior to this report right near the device. It was noted that this had mostly happened when the patient was charging but sometimes occurred when she was not. It was noted that the implantable neurostimulator (ins) had moved within the pocket a couple of times and the pocket site had been painful. It was further noted that the patient had lost a lot of weight. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 293780002, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n306026, implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).